Event description:
Spontaneous communication from patient to report that at some point last night after mixing and changing cadd extension set, he noticed cadd extension set was leaking medication. Patient stated he is unsure of how long the medication had been leaking, but that he was able to immediately change the tubing and resume his infusion with no further issues. Lot number for cadd extension set is 4298341 (expiration date not provided); patient uses IV rernodulin with cadd legacy pump. Pharmacy did replace the extension set for patient. No other information known. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of pump when event occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes. Reported to (B)(6) by pt/caregiver.